Event description:
It was reported that patient underwent one level spinal procedure at l4/5 using interbody devices. The construct reportedly migrated post op. The revision surgery was performed four weeks post op to replace the devices. While retrieving the devices, the patient's vein was retracted and blood clots were formed. The surgery performed a semi-pop bypass to replace the vein. The patient had cardiac arrest in or after closing. The patient was transferred to ICU after her condition was stabilized. However, the patient expired three days later from renal failure.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. However, the devices in use are lot # nx09; lot #nv54. The intraoperative x-rays review confirms that the construct was implanted at l4-l5 with slight residual spondylolisthesis. Implant well positioned. Posterior elements have been removed, creating a potentially unstable situation. Later films show spondylolisthesis has progressed to grade ii- iii. Device subsided. Single cancellous screw in l4 was not adequate alone to prevent progressive spondylolisthesis and subsidence in the patient. Although it was not believed that the products contributed to the reported death, we are filing this report for notification purposes.